Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The presenting electrograms confirmed different morphologies with wide complexes. The patient was coughing at the time of the shock. The sensing vector was in the primary vector for the shock. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.